Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Upon interrogation, the battery status was confirmed to be at beginning of life (bol) with a battery voltage of 2.99 v. A series of tests was performed to evaluate the reed switch. These tests determined that the reed switch was in the closed position. After the device case was opened, the reed switch was again confirmed to be in the closed position, and the reed switch did not open appropriately after the magnetic field was removed.

Event description:
Boston scientific received information that, during a follow-up procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited beeping tones, and displayed a yellow window during programmer recorder monitor (prm) interrogation. It reported that there was a magnet present over the device, but there was no magnet present. The physician contacted boston scientific technical services (bsc ts) to get details on how to precede. Bsc ts suggested switching the magnet use to off to allow the device to deliver therapy if needed, and advised about reduction on battery longevity. Bsc ts also discussed with the physician a stuck magnet. The physician still wants to explant and replace this device even if bsc ts was going to send a written letter assuring device functionality. A save to disk and memory files were sent to bsc ts for review. Boston scientific reviewed the save to disk, and discussed that apart from the magnet switch sensing, no other malfunctions are apparent. Daily measurements are currently inhibited. They may be restored by toggling patient triggered monitor (ptm). Technical services should have instructions for this procedure. The battery status is at beginning of life (bol) at 3.04 volts. The device may experience a reduction in expected longevity around 20%. Estimates for remaining longevity at this point are beyond 5 years. Technical services advised if the physician still wants to explant and replace this device to send it back to boston scientific for laboratory analysis. Subsequently, additional information was received that a replacement procedure took place. There were no adverse patient effects reported.